Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a small anterior retinal tear in a patient's left eye during a laser assisted cataract procedure. Tear was noted to have occurred during phacoemulsification. A vitrectomy was performed and a three piece intraocular lens was used. Upon follow up, the surgeon feels that the laser contributed to the tear.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. As preventative measures, the representative recalibrated the system. Potential contributing factors might include laser pulses, ocular movement, ocular anatomy and/or surgical technique. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).